Event description:
The customer reported obtaining , erroneous high mch and mchc, and low rbc result on the unicel dxh 800 coulter cellular analysis system for one patient when compared to the results obtained from an alternate dxh 800. No instrument flags were generated on these parameters. The erroneous results were not reported outside the laboratory; hence, patient treatment was not impacted and no injury or death was reported. A further review of the printouts submitted revealed that results for wbc, hgb, plt, and the calculated parameter hct were also erroneously low. The instrument generated suspect messages pertained to the wbc differential. The results were investigated due to an h&h check failed definitive message. Specimen was drawn in a 5 ml bd vacutainer tube stored at room temperature and analyzed fresh. The customer stated that the specimen was not a cold agglutinin, lipemic, icteric, or hemolyzed and no manual manipulation of the specimen was done. Specimens analyzed before and after this specimen were not affected.

Manufacturer narrative:
The controls were run before and after the event and results were within expected ranges on the day of the event. The unit is currently performing within qc specifications with respect to controls and reproducibility recent 6c control data submitted for dxh at05050 showed that this instrument recovered low hgb values outside of the expected range on level 1 on the day after the event, (B)(6) 2011. Raw data was provided and analysis revealed the following: the raw count and the histogram information were reviewed carefully. The data does not reveal any abnormality that may contribute to the failure. However, it is found that the rbc and plt are lower for the run on the unit at05050 and other parameters are okay in comparison to the run on unit at05051. While the exact root cause cannot be determined from this data analysis, failures like this can be detected by h&h check. The instrument produced the message h&h check failed. The root cause is unknown based on the available information, but is probably associated with this specific patient. Service not dispatched.